Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting too quickly which resulted in the pump shutting down. Additionally, the customer received a continuous glucose monitor error 42. There was no impact to the customer's blood glucose level. Pump reset resolved the issue.